Manufacturer narrative:
The agent reported, implants explanted and antibiotic spacer implanted to treat infection. Complaint has been evaluated and is similar to report number 1644408-2023-00932; (B)(4), s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.